Event description:
A home pt contacted baxter's technical service center regarding a reload set 161 alarm that appeared on the homechoice display during priming. The technical service rep (tsr) advised the hp to start over with new supplies due to a crack in the cassette. Hp was able to restart and complete therapy with new supplies. Hp stated that the box in which the cassettes were sent appeared to be damaged with a dent on one side. Hp discarded sample. The hp was told to no longer use cassettes from the damaged box, and the hp agreed. There was no pt injury or medical intervention associated with this event.